Event description:
It was reported that the device booted up but had display issues. Physio evaluated the device and verified the reported problem, the display had horizontal lines and it flickered. Physio replaced the system pcb assembly to resolve the issue. Further analysis of the removed assembly found a critical malfunction that inhibited defibrillation therapy, the device would fail to boot up and continuously reset intermittently. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. The cause for the device failure to complete boot up was determined to be a temperature sensitive ic chip, designator u61, on the system pcb assembly.